Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a pediatric patient procedure, using a gliderite single-use stylet - small, the stylet broke off in the airway and in the endotracheal (et) tube. Despite multiple follow-up attempts to the customer, no response has been received regarding if the tube was replaced or if any part of the stylet was left in the patient or removed from the tube. No harm to the patient was reported.